Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began early january (exact date/time not specified). The patient reportedly manages her diabetes with humulin r insulin through pump therapy and reported that she increased her dose of insulin in response to not being able to test immediately. The patient claimed within the same week after the alleged issue occurred, she developed symptoms of "dizziness and blurred vision" and denied receiving any form of medical intervention other than increasing her insulin. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting because the patient did not have testing supplies with her at the time of the call. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.